Manufacturer narrative:
Corrected data: the reporter indicted that the surgeon implanted a 12.6mm tmicl 12.6 implantable collamer lens of -9.5/2.5/067 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2019. After insertion the lens "flipped in the eye". "The lens was taken out and replaced with a different icl." (B)(4).

Manufacturer narrative:
Explant date: (B)(6) 20019. Patient code 2692: no known impact or consequence to patient. Patient code 3191 in original MDR is not applicable. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. Lens was returned in vial, in liquid. Visual inspection found haptic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -9.5/2.5/067 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. After insertion, the lens "flipped in the eye." The lens was successfully exchanged with an alternate lens." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.